Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that the main charge capacitor had one internal strap that had broken. This resulted in an electrically open circuit which prevented the device from charging, in order to shock. The customer was provided with a replacement device.

Event description:
Physio-control removed the customer's device from service in order to perform a software update. Following completion of the software update, physio observed a service wrench was present and that the device would not charge or shock when prompted. Through further analysis of the device, physio was able to determine that the reported issue was unrelated to the software update and was instead the result of a device malfunction. There was no patient use associated with the reported event.